Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of experiencing partial display on insulin pump. They reported that the screen is missing several pixels and that the buttons are worn. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected missing pixel anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label, stained keypad overlay and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.